Event description:
It was reported that the biomed had the arctic sun device did not passed in calibration. They got an error 80 (water check time out - unable to reach calibration temperature). The expected was 6 and actual was 29.08. They confirmed there was no water coming out of the left port indicating the mixing pump has failed. They gave pn and price to replace in house.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device did not passed in calibration. They got an error 80 (water check time out - unable to reach calibration temperature). The expected was 6 and actual was 29.08. They confirmed there was no water coming out of the left port indicating the mixing pump has failed. They gave pn and price to replace inhouse.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device did not passed in calibration. They got an error 80 (water check time out - unable to reach calibration temperature). The expected was 6 and actual was 29.08. They confirmed there was no water coming out of the left port indicating the mixing pump has failed. They gave pn and price to replace inhouse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.